Manufacturer narrative:
Product event summary: analysis confirmed the reported event, the upper case was broken, the lower case was broken, and the interconnect flex was out of specification. It was also noted that the high rate cover was broken and two side bail covers were broken.

Event description:
It was reported the case is damaged. It was also reported the device is broken and heart rate is 130 when pacer set lower. The device was returned for repair and calibration. No patient complications were reported as a result of this event.

Manufacturer narrative:
Approximately 6 weeks ago, a field corrective action was initiated for the suspect medical device noted which may involve intermittent performance of certain pacing functions.

Manufacturer narrative:
Analysis was performed again on the interconnect flex. This analysis confirmed the reported event, the measured resistance in flex to the connector on the main printed circuit board (pcb) resulted in an out of specification rate. It was also noted that the contact pad thickness was found to be out of specification, too thin and there was fretting and various levels of corrosion found at the flex-to-connector contact areas.

Manufacturer narrative:
Further analysis was performed on the interconnect flex. This analysis could not confirm the failure seen during service and repair of the device, no defect found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.